Event description:
It was reported that the lead had dislodged one day after implant. Lead testing and a chest x-ray confirmed the dislodgement. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the lead had dislodged one day after implant. Lead testing and a chest x-ray confirmed the dislodgement. There were no additional adverse patient effects reported.